Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Band deployment difficulty can occur if the endoscope accessory channel is compromised. In these cases, the endoscope accessory channel collapses, restricting the trigger cord and preventing proper band deployment. The instructions for use contain the following statement: "use of an endoscope in a sound state of repair is a prerequisite for a successful multi-band ligation procedure." Band deployment difficulty can also occur if the trigger cord is not properly seated in the handle assembly. The instructions for use advise the user: "note: knot must be seated into hole or handle will not function properly." A precaution in the instructions for use state: "it is vital that the integrity of the working channel is intact as grooves or other obstructions in the working channel can potentially cause the string to catch, resulting in band deployment difficulty." It is possible that this could lead to band deployment difficulty and damage to the trigger cord as well. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic variceal ligation (evl) in the esophagus, the physician used a cook 6 shooter saeed multi-band ligator. It was reported that the "head of the device which is docked on the working channel of the scope was faulty as it was unable to deploy the bands in the 'firing' position" [handle will not rotate]. No bands were successfully deployed, the case was completed & successful using another mbl-u-6. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in a yellow biohazard bag with an open box and tray from the lot number provided in the report. The label matches the product returned. The trigger cord, barrel with the bands, and irrigation adapter were not included in the return. Only the two-way handle and the loading catheter were returned. Our evaluation of the product said to be involved confirmed the report. The roller clutch is not seated flush into the handle base, causing the handle not to function properly; it stays in the two-way position and will not engage into the firing position. A photo, the description of event, and our investigation findings were sent to the supplier for further evaluation and the following was provided, "during assembly operation that press fits bearing into molded part, bearing was not fully pressed into part. This was not detected during subsequent manufacturing/ inspection operations." The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our laboratory evaluation of the returned device confirmed the complaint. The supplier provided the following, "the root cause was that the bearing was not fully pressed into the molded part." Corrective action: keyence iv2-cp50 inspection camera added to assembly station to detect failure condition (bearing not fully pressed into part) which prevents non-conforming part from passing through work station. Verification: verified assembly equipment identifies and fails non-conforming part (bearing not fully pressed into molded part). Prevention: we've completed a small doe [design of experiment] on the molded base part, to determine what we can do process-wise to work the hole size for the bearing closer to nominal. I have also requested max-inscribed/ circularity inspection on the bottom of the hole, to determine if it is less about diameter and more about ovality of a hole (this impacts the press fit in assembly). Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. Corrective action: a review of the complaint history was conducted and this represents an unusual occurrence. The likelihood of occurrence is considered remote. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.